Event description:
Report received of several incidents of tubing sets leaking taxol at the filters. It was reported that several pts had to have their chemotherapy treatments rescheduled because the physician had refused further use of this tubing lot number. It is unknown whether or not there was any adverse pt effect. Multiple attempts were made to obtain additional pt information, but no further information was available.